Manufacturer narrative:
The customer reported that they attempted to identify a sample barcode with the hand scanner of the ortho provue analyzer. The customer reported that a non-alphanumeric character was read incorrectly. The customer complaint could not be confirmed. Repairs were not required to return the analyzer to expected operation. Reset of the bar code scanner to default settings has returned the analyzer to expected operation. Instrument malfunction could not be identified with the information provided. User error could not be ruled out. Erroneous results were not reported. However, if an incident of this nature were to recur with an alphanumeric character, undetected, then results may be associated with an incorrect sample ID, which may lead to transfusion of incompatible blood.

Event description:
The customer reported that they attempted to identify a sample barcode with the hand scanner of the ortho provue analyzer. The customer reported that a non-alphanumeric character was read incorrectly.